Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment of additional therapy appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date is estimate. The location of the devices is unknown. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: article title, "early hemodynamic changes after transcatheter aortic valve implantation in patients with severe aortic stenosis measured by invasive pressure volume loop analysis".

Event description:
It was reported through a research article identifying that femoral access was accomplished with proglide devices; however, may potentially be related to minor access site bleeding requiring conservative management. Specific patient information is documented as unknown. Details are listed in the attached article, titled "early hemodynamic changes after transcatheter aortic valve implantation in patients with severe aortic stenosis measured by invasive pressure volume loop analysis"